Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported issue was able to be confirmed through functional test and visibility. The cause was defective printed circuit board (pcb) mainboard. The pcb was replaced to resolve the issue. No previous repair was noted for the last twelve (12) months.

Event description:
It was reported that the device would overtemperature to 43 degrees celsius and then switches off. The error occurred during testing. There was no patient involvement.